Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The products involved in the reported event were not returned for investigation; however, one picture was provided and reviewed. The picture shows the explanted ceramic liner and ceramic femoral head in the operating theatre and covered in biological debris. Some metallic smearing can be identified within the taper connection of the ceramic femoral head and on the seating surface. Metallic smearings can also be identified around the outer rim of the ceramic liner. Nothing conspicuous could otherwise be identified. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. The implantation report was provided and reviewed by a healthcare professional with the following findings: the procedure was performed using a direct lateral approach. Although the dictation states that the cup was fixed with two screws, three screws are listed in the implant log. A cpt stem was cemented. The total hip arthroplasty (tha) was completed with good stability and range of motion, and no complications were noted. One radiographic image labeled "pre-revision" was provided but not reviewed due to poor quality imaging. Based on the available information, the reported event cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Bioloxâ® delta ceramic taper liner, size gg / 32 i.d. For use with 48 mm o.d. Size gg shell item# 00877500832 lot# 2745764. Bone screw self-tapping 6.5 mm dia. 25 mm length item# 00625006525, lot# 62437498. Bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530, lot# 62587138. Bone screw self-tapping 6.5 mm dia. 35 mm length item# 00625006535, lot# 62501846. Allen medullary cement plugs 1-16 mm diameter flange/8 mm diameter core store in cool dry place item# 00801102016, lot# 62670887. Femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length item# 00811400010, lot# 62480029. 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners item# 00875704801, lot# 62687424. Stryker simplex cement item# unknown, lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. Subsequently, the patient underwent a revision of the head and liner approximately 11 years post implantation due to clunking in the hip. Diligence is completed and no further information on the reported event has been provided.